Manufacturer narrative:
The pod was received with the soft cannula deployed. No issues were found that would result in the needle mechanism deploying early. The download data from the pod showed that the pod was deactivated by the user at the end of the second priming sequence, with each priming sequence running for the expected number of pulses. Although no issues were noted with the needle mechanism components, it could not be determined when the formed needle deployed. A root cause for the reported needle deploying early could not be determined. Inspection of the fluid path found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot number changed from unavailable to pd1c08132041. Expiration date changed from unavailable to 2/13/2022. Unique identifier (UDI) # changed to (B)(4). Device mfg date changed from unavailable to 8/13/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after filling the pod with insulin, the patient removed the needle guard and the needle deployed before the pod could be activated.